Manufacturer narrative:
After further review of file on february 22, 2021, suspected medical device information fields, device manufacturers only fields and b2. Is other serious were erroneously submitted in initial report. Patient's impacted device is a 200cc mentor smooth round moderate plus profile saline breast implant, catalog number 3502200, serial number (B)(6) lot number 6000991. Patient has a planned explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number:(B)(4). The relevant fields have been updated.

Manufacturer narrative:
On may 17, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on may 23, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm mpps dv 200cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 200cc breast implant, a tear at a junction at the valve system, was observed. A microscopic examination was performed, and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.